Event description:
This pt has an ossified cochlea. During his cochlear implant surgery, the electrode array inadvertently was placed outside of the cochlea. Therefore, the device was explanted in 2005 and a new device was implanted.